Event description:
Caller reported the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resumed insulin and was informed by technical support about the pump¿s safety feature that resets microprocessors to ensure performance. Customer acknowledged the need to manually restart cgm sessions, reload the cartridge, and reset insulin on board and max hourly bolus to zero after a pump reset.